Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update ad 1 may 2018: receipt of ppf and sticker sheets. Ppf has no allegation and no revision reported. The unknown depuy pinnacle hip that was reported in the wpc was changed to pinnacle metal liner. The head and stem were added to the impacted product due to a large amount of toxic cobalt chromium.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.